Event description:
The patient contacted animas on (B)(6) 2012 and stated that all the keypad buttons were intermittently unresponsive. The patient denied damage to the keypad. The patient reportedly wore the pump under a garment, against the body and cleaned it with a mild soap. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be fully intact; no peeling or tearing was observed. During testing, all keypad buttons were intermittently unresponsive and required increased force to elicit a response. The buttons were observed to stick and scroll, and were hypersensitive to button presses. During investigation, evidence of contamination was found under all keypad contacts. The ok and down arrow button contacts were found to be inverted.

Manufacturer narrative:
(B)(4): there was no vibration due to misaligned vibrate motor pins.